Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the seventh firing across the stomach with a blue cartridge, it was noticed that there were no staples present on the posterior side of the staple line of the gastric remnant; however, the staples were present on the anterior side of the gastric remnant. The device cut as intended and created a large hole in the gastric remnant because of the incomplete staple line on the posterior side. The gastric pouch was not affected. Another device was fired over the whole in the gastric remnant and fired and cut as intended. The surgeon also over sewed the staple line on the gastric remnant. There was no reported patient consequence. The account is going to hold the device and will not release.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Customer will not release. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.